Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition with no appearance of any physical damage. Event log history was performed and indicated that "check syringe plunger sensor" was recorded in history. During analysis, check syringe plunger sensor was found at power up. It was noted that the dowel pin came loose from the plunger head mount and was the cause of the reported problem. Service replaced the dowel pin and plunger head mount to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be due to design.

Event description:
Information was received indicating that the lever of a smiths medical medfusion pump was noted to be broken. No adverse effects were reported.